Event description:
It was reported that during a transcatheter aortic valve implant procedure, the valve was fully deployed. As the delivery catheter system (dcs) was being retracted, the nosecone of the dcs interacted with the frame of the valve. Subsequently, a dislodge occurred in that the valve moved 2-3 millimeters (mm) towards the patient's aorta. A snare was then utilized to position the valve near the sinotubular junction (stj). A non-medtronic transcatheter valve was then positioned and deployed valve-in-valve (viv) while the snare was still holding the initially implanted valve. After full deployment, the snare was released from the first implanted valve due to the wide ascending aorta patient anatomy. As the snare was released, the first implanted valve dislodged. A third valve was then successfully implanted viv into the previously implanted non-medtronic transcatheter valve. The patient was then transferred out of the operating room. Additional information was received that the right femoral artery was used as the access site, and a non-medtronic guidewire was used during the procedure. Prior to the implant of the first valve, a pre-implant balloon aortic valvuloplasty (bav) was performed using a 20 mm non-medtronic balloon. During the implant of the first valve, the cuspal overlap technique was used and the dcs was not twisted or torqued at any point during deployment. Following the implant of the first valve in the patient's native annulus, and prior to slowly withdrawing the dcs, the nose cone was centered within the frame inflow by slightly retracting the non-medtronic guidewire. It was clarified that the non-medtronic transcatheter valve was not implanted viv with the first valve. After removal of the snare, the non-medtronic valve dislodged, not the first valve. Per the physician, the cause of the dislodge was due to the nose cone of the dcs being caught on the valve. There was nothing in terms of patient anatomy or procedural observations that contributed to the dislodge.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implant procedure, the valve was fully deployed. As the delivery catheter system (dcs) was being retracted, the nosecone of the dcs interacted with the frame of the valve. Subsequently, a dislodge occurred in that the valve moved 2-3 millimeters (mm) towards the patient's aorta. A snare was then utilized to position the valve near the sinotubular junction (stj). A non-medtronic valve was then positioned and deployed valve-in-valve (viv) while the snare was still holding the initially implanted valve. After full deployment, the snare was released from the first implanted valve due to the wide ascending aorta patient anatomy. As the snare was released, the first implanted valve dislodged. A third valve was then successfully implanted viv into the previously implanted non-medtronic valve. The patient was then transferred out of the operating room.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: e vfxplus-29, serial/lot #: (B)(6), ubd: 28-aug-2027, UDI#: (B)(4) h6. The codes present in section h6 correspond to multiple components/products that comprise this reported event. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Corrected data; h6. Additional codes. Fdd device code was inadvertently omitted from the initial report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.